Event description:
Boston scientific received information that the power supply became hot to the touch and the communicator would not power on. No adverse patient effects were reported.

Manufacturer narrative:
The communicator was returned for analysis. The post market quality assurance lab confirmed the reported allegation. The communicator failed to power on and the power supply displayed visual evidence of melting.